Manufacturer narrative:
Evaluation summary: the analysis results found that the hand piece was returned with the 4-40 stud broken. No testing could be performed due to the returned condition. Therefore, no error codes could be found.

Event description:
It was reported that error code 3 occurred during set up and prior to starting the lap colon case. Another handpiece was used to complete the case with no patient consequence.